Event description:
A hospital in (B)(6) reported via a distributor that a leak was found in the expiratory limb of an rt206 adult inspiratory-heated breathing circuit. This was found during use but no patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt206 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt206 adult breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) for inspection. It was also pressure tested and immersed in a water bath to test for leaks. Results: the pressure test result was outside of specification due to the leak in the water trap. The water trap, which is connected to the expiratory limb, consists of two parts where the lower part can be removed during use for draining water. Upon immersion in the water bath, the water trap leak was located at the seal between the water trap bowl and the water trap lid. A lot check was not performed as lot information was not provided. Conclusion: all circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt206 adult inspiratory-heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that air leaked from the expiratory tube of an rt206 adult inspiratory-heated breathing circuit. This was found during use but no patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt206 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. We are currently in the process of obtaining the complaint adult breathing circuit from the hospital. We will provide a follow-up report once we have received the complaint device and completed our investigation.